Event description:
Notified thru expresscare, bridgewater: this was returned in expcare kit - ex5b # 123 on lk # 2877227 on (B)(4) 2015. Returned from (B)(6). There is a note wrapped around instrument ¿ reading ¿snapped during case¿ don¿t know if an official complaint was filed thru customer service ¿ but the tip is clearly snapped off and missing. Per complaint form: screwdriver stripped during screw insertion.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: mi34611] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.